Event description:
Hp reports pt line of homechoice set was not priming completely. Hp reports being able to prime line after a reprime attempt. No pt injury or medical intervention reported by family member of hp.